Manufacturer narrative:
Please refer to the attached investigation report

Event description:
Reportedly, ventricular oversensing occurred with low ventricular lead impedance and rv coil continuity values measured. On a regular follow-up of the patient implanted with the isoline 2cr6 (sn: (B)(4)), multiple non sustained episodes were found in the device memory and they appeared to be attributable to noise oversensing. No shock therapy deliveries had occurred resulting from the oversensing. The ventricular sensitivity was reprogrammed from 0.4 mv to 0.6 mv just in case. The trend curve of the ventricular lead impedance showed that the impedance had decreased to around 200 ohms multiple times starting around (B)(6) 2017. The trend curve of the rv coil continuity also showed a decrease to 200 ohms once around (B)(6) 2017.